Manufacturer narrative:
(B)(4). Jaws. If further details are received at a later date a supplemental medwatch will be sent: the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator did not show up completely. Please note that this finding is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical prostatectomy procedure, the device blocked and the surgeon couldn´t open the device. He opened a new device for finishing the surgery. There were no consequences for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.